Event description:
It was reported that during an hemodialysis procedure via right jugular vein, air bubbles were allegedly found in the dialysis machine and catheter leaked during usage. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Therefore, the reported fracture and fluid leak cannot be confirmed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an hemodialysis procedure via right jugular vein, air bubbles were allegedly found in the dialysis machine. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.